Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the catheter body was exposed at the incision site. It was unknown if there was any infection present or if the issue was due to the patient having thin skin. It was confirmed that the patient had not experienced and falls or trauma to the area. An exploratory surgery was planned. No further complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturer's representative on 2020-mar-09. It was reported that on (B)(6) 2020 the p atient had a follow-up appointment to check on the incision and the patient's healthcare provider (hcp) noticed that a portion of the catheter was coming out of the skin and it seemed like it was healing around the catheter. That same day, the hcp went in and removed a portion of the catheter and left the pump and the pump catheter segment in place and programmed to minimum rate. The patient went back in to see the hcp on (B)(6) 2020 and the drug in the pump was replaced with saline. The pump was left at minimum rate. The hcp was working towards scheduling a replacement in the near future. No further complications were reported.

Manufacturer narrative:
Section d refers to the main device, other components include: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.